Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A sample evaluation was conducted and the problem was confirmed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
A nurse had contacted baxter corporate surveillance regarding a baxter 250ml intravia container where the IV tubing would not disconnect when the nurse tried to change the bag after a pheylephrine or fentanyl infusion (the reporter did not specify which drug was used during this event). The customer stated that they had difficulty separating the spike from the solution bag. The customer stated that they had to switch out the whole set up for a patient because they could not get the spike out of the bag. No additional patient outcome information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection confirmed that the tubing had been ripped off the bag. However, the cause of the malfunction could not be identified.